Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
It was reported during surgery that the driver tip broke while inserting the locking screw in the aculoc2 plate. The surgeon removed the broken piece from the patient's body. The surgery was completed with a replacement device of the same model immediately resulting in no delay. No other patient consequences were reported. This report is related to report number 3025141-2024-00767 for the driver involved in this event